Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the physician alleged the right ventricular lead exhibited an insulation breach. The lead was explanted and replaced. The patient was stable.